Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a health professional in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who underwent an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number c12701). Additional information was received from the hcp (health care professional) on (B)(6) 2015. The hcp reported that on (B)(6) 2015, when pulling back the introducer it got stuck and was broken. Everything had to be taken out. When the wheel was drawn back as far as was possible, no click was heard which normally did. Pressed the release button and waited a few seconds, then started reversing the wheel again. The coil did not release from the instrument and thus came out into the cavity again. The inner part however was left in the tube. Pulled with forceps in the cavity part of the coil to get it out from the tube but it came out in smaller pieces, could not get the inner part loose so it was left in the tube. The leftovers of the coil have been thrown away (the device will not be sent back). No injury to the patient. No bilateral placement was achieved. The hcp stated that understood that it was the instrumentarium itself that did not work optimally and thus did not release the coil correctly. In addition they have recently taught additional colleagues at the clinic and several of them have reacted to that it was quite difficult to see if one was enough far inside with the implant. Proposal for improvement was thus that the mark for correct position was made more clear. Follow up from 29-may-2015: ptc (product technical complaint). (B)(4). Final assessment: failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and detachment difficulty is an anticipated event. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure when pulling back the introducer it got stuck and was broken. This event, interpreted as device breakage, is non-serious and listed according to technical analysis. During difficult insertions, single cases of device breakage have been reported. In the present case, the coil did not release from the instrument and came out into the cavity, however the inner part was left in the tube. Health care professional pulled the part of the coil to get it out from the tube but it came out in pieces and could not get the inner part loose, so inner part was left in the tube. Bilateral placement was not achieved. Since the reported events occurred during the insertion procedure, causality with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow-up from 18-jun-2015: no further information received. Case closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 18-jun-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure when pulling back the introducer it got stuck and was broken. This event, interpreted as device breakage, is non-serious and listed according to product technical analysis. During difficult insertions, single cases of device breakage have been reported. In the present case, the coil did not release from the instrument and came out into the cavity, however the inner part was left in the tube. Health care professional pulled the part of the coil to get it out from the tube but it came out in pieces and could not get the inner part loose, so inner part was left in the tube. Bilateral placement was not achieved. Since the reported events occurred during the insertion procedure, causality with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.